Event description:
It was reported that patient came in due to concerns with mobility of upper screw retained denture. Tac2 fractured. Removed and replaced with new mua's screwed denture back into implants no mobility noted. Patient wears bite splint to protect implants/denture. ,

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: patient weight unknown / not provided. G4: additional PMA/510(k) number k013227.

Manufacturer narrative:
Zimvie received one (1) tac2, (abut tapered one-piece scr-v 3.5mm 2mm) for evaluation.visual inspection was performed. Returned abutment shows signs of wear/use. Fracture identified on its top end. DHR review was completed for the subject lot number 2120027653. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120027653 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00556-haz rev 6, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction has occurred. The returned abutment was observed to be fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.